Manufacturer narrative:
Device evaluation: one cadd-legacy pca pump model 6300 was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved delivery accuracy testing and showed that the pump was within manufacturing specification of +/- 6%. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during testing with an administration set and "several" medical cassettes a smiths medical cadd-legacy pca pump model 6300 had different results from test to test and the flow was high. There was no patient involvement. No adverse effects were reported.